Event description:
Stapler placed thru a 12 port to use. Once articulated to an angle to fire, stapled successfully, the head would not return to a straight position to remove the device. Manual mode was required. The stapler was then removed without incident. This was a critical part of the procedure. Surgeon stated the patient was bleeding and he did not want to risk using the same stapler. A new stapler was opened and used without incident. The malfunctioning device was cleaned and placed in the supply change manager office. No change in intended procedure. No harm to patient.